Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system camera was cycling intermittently within the navigation page of the software. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, tested the system and was unable to replicate the issue. The medtronic representative ran a ndi rev 14 firmware software update for the camera. No errors were indicated within the usb view or the ndi scu/camera utility within the admin application. While testing the system for this issue the medtronic representative found the system control unit (scu) led at the cable connection was lit. Replacement scu and I/o hub were shipped to site for issue resolution. A medtronic representative replaced the scu and I/o hub, and performed a navigation system check-out, all software, hardware and instrument testing passed. No further issues have been reported since replacements. Medtronic investigation of returned suspect devices finds that the camera was connected to a known good system along with the returned I/o hub. The setup ran without issue for several hours. No problem found with the camera or I/o hub, both returned fully functional.